Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed with only the terminal end being returned. The lead tip was not returned. No analysis was performed on the terminal pin ends. An initial report was previously submitted to FDA on (B)(6) 2007; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2007 MDR # 2124215-2007-22490 is attached.

Event description:
New information received indicates that the patient passed away in 2014 after a brief illness. Two years after the patient's death the product was returned for analysis.